Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer stated that the emergency medical services were called for high blood glucose. The customer's blood glucose was 1090 mg/dl at the time of hospitalization. The customer stated that they gave correction by bolus. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that the blood glucose reached 1164 mg/dl. The customer was unable to troubleshoot for the insulin pump. The customer stated that they had issue with sensor. The customer's blood glucose was 500 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump communicated properly with glucose sensor simulator test. No sensor anomalies noted during testing. The insulin pump passed the displacement accuracy test.